Manufacturer narrative:
On 10/20/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the diluent dispense line had become disconnected from the probe wipe. The fse reattached the tubing and the instrument ran without any leaks. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer reported the leak originated from the probe wipe assembly. The leak was approximately 5 ml of clear liquid and was not contained within the analyzer. Latron control was being run on the analyzer when the leak was identified. The analyzer generated an error condition of "probe wipe up failed." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.